Event description:
There was a patient involved in this event. The device continued to prompt "apply pads" after electrodes were applied. The patient survived to hospital admission.

Manufacturer narrative:
The history logs for this device showed only one entry dated 7th september 2015. This would indicate that events prior to this date had been erased via the user accessible memory log. On the 27th august 2015 the device was reported as being used in an sca event. Due to the erased memory log there was no data available regarding the reported sca. A test pad-pak was installed and the device displayed a flashing green status led and was then manually powered on. No warning was given at shutdown and the status led continued to flash green. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. Investigation found the reported fault can be attributed to a component failure, which forms part of the impedance processing circuitry. There was no information regarding the reported sca on the device memory due to the user accessible memory log being erased. During investigation the impedance measuring circuit was scrutinized and found to be inconsistently measuring impedances. This resulted in impedances at the upper end of the range being undetectable. For lower and mid-range impedances the device successfully entered analysing mode. The device would have been capable of delivering the shock therapy sequence for impedances in this range.